Event description:
The doctor states that a 71 year old female with cirrhosis presented with gastrointestinal bleeding. After bleeding spontaneously stopped, endoscopic ligation was performed on 9/11/92. After passing the endoscope without difficulty, resistance was met at the cricopharyngeal junction when passing the overtube. The scope and overtube were removed. The scope was passed again and sclerotherapy performed. After several hours post sclerosing, the patient complained of chest and neck pain. Examination revealed crepitus in the neck tissue. A chest x-ray showed emphysema and a gastgraphin swallow documented a large rent in the posterior cricopharyngeus with accumulated fluid. The patient had penrose drains placed surgically and was placed on antibiotics. The patient remains hospitalized at muhlenberg mc amd is gradually improvinginvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.